Event description:
The customer reports the transformer stopped working. Customer stated it started melting and smoking, and now the motor won't turn on.

Manufacturer narrative:
A MFR rep conducted troubleshooting with the customer over the phone. The type of transformer was confirmed. Rep had the customer test the pump with the battery pack to see if the motor was still working (it was). A replacement transformer was sent. The original transformer was not returned for further investigation. Therefore, no definitive conclusion can be reached as to the cause of the reported problem. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.